Event description:
The customer reported fluid leak of less than 5 ml at the differential mixing chamber involving the lh 500 hematology analyzer. The customer indicated that instrument generated differential pressure error messages during the event and the leak was contained within the instrument. The operator was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter cts (customer technical support) assisted the customer with troubleshooting over the phone. The customer located a disconnected tubing through pinch valve vl51 from the differential mixing chamber and proceeded to reattach the tubing to resolve the leak. Failure mode is attributed to a disconnected tubing through pinch valve vl51 and the instrument generated differential pressure errors to alert the customer of an instrument problem. The issue was resolved by the customer with the help of the cts over the phone. (B)(4).